Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pylorus during a pylorectomy procedure performed on (B)(6) 2022. During the procedure, the balloon was noted to have a pinhole. The procedure was not completed and was cancelled after the patient had been sedated. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. There was evidence that the balloon was previously inflated, and the protective sleeve was reinserted in the device. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the proximal section. Microscopic inspection found a pinhole located approximately at 16 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pylorus during a pylorectomy procedure performed on (B)(6) 2022. During the procedure, the balloon was noted to have a pinhole. The procedure was not completed and was cancelled after the patient had been sedated. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.